Event description:
Battery died with no alarm and pump shut down. Pump should alert "low battery" before battery dies and pump shuts down. Here, alarm sounded, and "power off" appeared on screen without any prior "low battery" warning(s). This happened on 2 or 3 occasions, with no repair from mini med. Battery use was extremely high and blood sugars were off (high) until pump was ultimately replaced.